Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found dead in their home. It was reported that the device operated as expected and cause of death was unknown.

Manufacturer narrative:
Section b5: history of chronic driveline infection referenced in manufacturer report numbers: 2916596-2019-05407 and 2916596-2021-03816. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that cause of patient's death was unknown, but it was contributed to by chronic driveline infection. Patient was on oral doxycycline. The patient had demonstrated increasing frailty and had no consistent caregiver. The patient was found dead in bed by caregiver with alarms sounding.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome, as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not conclusively be determined. Heartmate ii lvas, serial number (B)(6), was not returned for evaluation. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established. The account reported that the patient had been treated for a chronic driveline infection and was on oral doxycycline. The patient had no consistent caregiver and was demonstrating increasing frailty but avoided seeking care due to covid. On (B)(6) 2020, the caregiver found the patient expired in his home, with audible alarms sounding. An autopsy was not performed, and the cause of the death (cod) was unknown; however, the patient¿s infection and frailty were thought to be contributing factors. The device reportedly operated as intended. Multiple attempts were made to obtain additional information regarding the patient¿s expiration; however, no further information was able to be provided as the vad program had closed and the vad coordinator who managed the patient no longer worked at the hospital. It was reported that heartmate ii lvas, serial number (B)(6), would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. H and the heartmate ii patient handbook rev. G are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including infection (local, driveline, and pump pocket) and death, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Several sections of the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. Additionally, section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.